Event description:
It was reported that the customer had a faulty insulin pump and did not alarm no delivery. The customer's blood glucose level was 223 mg/dl. The customer's was treated with manual injection. The troubleshooting was performed. The patient stated that there is no physical damage visible and has not been exposed to moisture. The customer stated that insulin does exit with manual prime. The customer will call back when clamps have arrived to performed high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).